Event description:
During an in clinic follow-up, loss of capture was observed on the right ventricular (rv) lead. Fluoroscopy was performed perforation of the heart wall was found. The patient was hospitalized and a procedure was performed to resolve the perforation. The rv lead was explanted. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.